Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that while the customer was wearing the insulin pump the back end detached. It was also reported that the customer's blood glucose levels were greater than 400 mg/dl at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.